Event description:
I have an inspire device. I had an MRI completed on (B)(6) 2026. All protocols were followed and the correct type MRI unit used. Four days later on (B)(6) 2026 I began to have the inspire device shock me randomly. At that time I could turn it off via the remote. I reached out to the inspire rep and met him for an appointment on (B)(6). The evening of (B)(6), I began to be shocked continuously. The remote would not turn it off. I called inspire. They tried to page the rep but there was no response. I went to the ed at (B)(6) medical center on (B)(6). They called inspire, but inspire informed they have a 5 day, 8-5 support model. They paged the rep again. No response. The shocking continued on until sunday, (B)(6). I went to the local hospital in (B)(6). My bp was 90/40. My wife called inspire again and asked to escalate, again, they said they had. Later that day, the inspire rep finally called at met us at the (B)(6) ed in (B)(6). He was able to disable the remote. What bothers me is that inspire was so unresponsive. This incident went on for over 2 days continuously with no call back from someone who could help. If patients use their devices 7x24x365, then their support model should follow. They claim there is 7x24 support; all it is is an answering service with basic troubleshooting. We were able to return to our former care at (B)(6) hospital in (B)(6). The inspire tech reduced the lowest setting on the remote to zero. There have been no issues since. Also, (B)(6) shared a technical paper issued in fall 2026 as an involuntary shock could occur after at MRI. Why didn't inspire tell us this? Why did it take 2 days for them to address my husband's health situation. He has parkinsons, afib, high bp. This incident considerably stressed his body. Horrible service from inspire during the event. Excellent service from (B)(6) hospital, (B)(6).